Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that libre 3+ sensor readings were intermittently dropping in and out of service throughout the day after application, resulting in hyperglycemia with bg of 390 mg/dl. The user contacted abbott and replaced the sensor, after which readings stabilized. No ems or hospitalization was required.